Event description:
Customer reported the system is not displaying an image on the left monitor. System operates as intended.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. System operates as intended.